Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one opened pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. Conclusion: visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. Root cause: as the sample returned was open it is not possible to confirm this defect to be manufacturing related. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported the unspecified insulin syringe w/ needle had an issue with the cannula breaking off (patient or non patient end) or pulls out. The following information was provided by the initial reporter: the customer noticed: "rear cannula end is broken." No further information at this time.